Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The service technician found the grey removable filter was not correctly installed on the device. The device's sensor printed circuit assembly board was replaced to address the issue. Additional findings not related to the malfunction/issue the rubber feet missing and damaged inlet screw boss on the device. The rubber feet and rear enclosure case were replaced to address this issue. There was contamination found on the exhaust fan. The exhaust fan assembly had been replaced to address this issue. After replacing the parts, the device was tested again and passed all testing.